Event description:
It was reported that the procedure was not completed/cancelled. A rotablator console was selected for use. During procedure, it was noted that the pedal could not adjust the speed and the procedure was not completed due to this issue. No patient complications were reported and the patient was stable.